Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on their display device. Data was not available for evaluation. Confirmation of the reported loss of connection and a root cause could not be determined. No additional event or patient information is available.